Event description:
On (B)(6) 2012, the reporter contacted animas alleging that pump was very hot when the patient woke up in the middle of the night. Reporter states a low battery warning was emitted, changed the battery, the pump is not hot anymore. The reporter could not remember if battery was hot. Patient states blood glucose is 204mg/dl at this time and denies any injury from hot pump. There is no reported adverse event associated with this complaint. This complaint is being reported because of the allegation that the pump overheated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump was tested with an external power supply and all currents were found to be within specification. The reported overheating issue with the pump was not duplicated during investigation. Unrelated to the complaint, there was corrosion, leaking and a crack found in the battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.